Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the dissection was very tenuous, he had to spend an hour plus to get the top leaflet of the mesh out which was pretty well incorporated with bulging on the medial aspect of the mesh going to the tubercle, the spermatic cord was highly skeletonized and the ilioinguinal nerve sucked into the scar tissue which then had to be resected and removed. Surgeon notes the cord structure was highly distorted by mesh and scarring and this was most likely the source of the chronic pain. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 06/14/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/15/2022. Additional b5 narrative: it was reported that the patient experienced nerve damage, numbness and hernia recurrence following surgery.